Manufacturer narrative:
The reported inability to tighten the atrial set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the atrial screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial set screw would not deploy. Another device was used, and the patient was discharged.